Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the device completed infusion in less than 48 hours. The device had been filled with an unspecified drug in 120ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 13 of 19.

Manufacturer narrative:
(B)(4). The lot was manufactured on may 1, 2013 to may 2, 2013. Upon follow up with the customer it was found that the infusion was expected to have occurred over 48 hours, however, it was completed in approximately 38.33 hours. Evaluation summary: the sample was received for evaluation. A visual inspection on the unit showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed on the unit. The flow rates were found to be within the specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, this was reported to have occurred (B)(6) 2014. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.